Event description:
On (B)(6)/2009, the patient reported that the adhesive of his insulin sites is not sticking properly. He stated that the infusion set did not appear to be damaged and was not exposed to moisture or extreme temperatures. He stated there is a lot of hair in the area and the adhesive is lifting around the hair. He stated that he had not used any moisturizers in the area but there was some perspiration. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient was sent courtesy infusion sets and adhesive dressings. Product was requested to be returned for evaluation.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer after the customer changed to reaction vessel (rv) lot 69521p100. The customer stated the issue occurred regardless of the assay in use. There was no rv's returned for investigation purposes. There was no impact to patient management.